Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided. Investigation of returned suspect open spine clamp finds that the adjustment screw threads are worn down in the middle of the travel but still functional. The retainer ring on the tip of the adjustment screw is stretched allowing some play in the travel of the clamp face. The reported issue was confirmed to be caused by physical damage to the screw threaded. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested. Replacement open spine clamp shipped to site (B)(4) 2016. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that the screw thread is broken on a site's open spine clamp. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.